Event description:
At start of shift rn cleaning counter and pumps and noted area of wetness. Upon closer inspection, tpn (which had been hung almost 24 hours prior) was leaking from the upper most y-site. New tpn and il obtained and hung per protocol. Tpn tubing labeled at y-site/leaking port and saved (placed in nurse educators office). Providers notified of event. Package and product details unknown as line had been hung previous night. Manufacturer response for IV tubing, (brand not provided) (per site reporter) [redacted date] retrieving the sample from clinical site. E-mail sent to baxter requested RMA/mailer.